Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and cleaned and lubricated the lead screw of the ratio pump. This apparently resolved the problem. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for add'l reportable events. This MDR is related to the following mdrs that have been reported: MDR 2050012-2009-00108.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 800 synchron clinical system gave erroneously high sodium (na), chloride (cl) and calcium (calc) results for one pt sample. The erroneous results were reported out of the lab. It is unk if there were any changes to pt treatment as a result of this event. There were no reports of death or serious injury. The elevated na results were incompatible with life. When the electrolytes were re-run on another system, the electrolytes were lower and believable. An amended report was issued. Prior to the event, the ion selective electrode (ise) chemistries were calibrated and quality control (qc) results were within the lab's established ranges. After the problem was detected, the operator recalibrated the ise system. The calibrations were outside of the lab's established range.